Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). + returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the bladder membrane; the sheath was noted buckled. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted buckled and on the iabc bladder, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), bal-loon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bi-furcate with some force. Upon removal, no damage was noted to the iab catheter. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was im-mediately detected from the iabc outer lumen at approximately 29.3cm from the distal tip. Under microscopic inspection, the leak site was consistent with contact from a sharp object. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 3.5cm from the distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer end. The guidewire met resistance and could not advance at approximately 77cm form the luer end. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon can not inflate completely" is confirmed. During the in-vestigation, a leak from the outer lumen was noted and caused the reported complaint. The outer lumen leak site identified was consistent with contact from a sharp object. Unrelated to the re-ported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the cus-tomer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".